Event description:
It was reported that during implant the pulse generator exhibited a setscrew anomaly. The device was not used.

Manufacturer narrative:
The atrial setscrew was not returned with the device for analysis and therefore the cause of the complaint could not be determined. Analysis on the atrial connector block did not find any anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.